Event description:
During a vitrectomy procedure, the vitrectomy cutter on this unit functioned intermittently. The foot pedal had to be adjusted several times during the procedure. There was no reported of pt injury.